Event description:
It was reported that during a laparoscopic lobectomy procedure, a yellow plastic piece was found out of the patient after the reported cartridge was used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: damaged cartridge the analysis results show that a cartridge driver was received without a reload cartridge. The reported event could not be confirmed as no cartridge was returned for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.